Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding requiring intervention. The impella cp device was implanted and the physician noted that the patient was in general condition with extracorporeal membrane oxygenation (ECMO) implant planned for later that day and stabilization phase. ECMO was placed. Following, it was noted that the patient was lying on the right side and begin "heavily" bleeding from the right femoral artery access site requiring five units of blood. It was noted that the bleeding was stopped. The physician planned to escalate to an impella 5.5 and the impella cp was explanted the following day. The patient was reported to be in stable condition following the event.